Manufacturer narrative:
This investigation was conducted in response to a customer stating that during a treatment, there was a crackling sound near the device connection. A device history record review was conducted and confirmed that there were no deviations or variances in manufacturing and the product met all dmta specifications. Past complaints were reviewed and at this time, there is no trend identified. The suspect fiber did not return within the time frame of this investigation for evaluation; once the fiber is delivered and evaluated, this report will be amended with the additional information. A fiber burn is identified as a medium level risk. There was no patient impact as a result of this malfunction. At this time, no further actions are necessary.

Event description:
Dmta received a report stating that during a procedure, a crackling sound was heard from the fiber at its connection to the laser. Immediately afterward, the pilot light went out and the treatment was haulted.

Manufacturer narrative:
The device was returned to dmta for evaluation, and it was determined that there were no manufacturing defects that could have caused the malfunction. Upon evaluating the fiber, it was discovered that it originated from a different lot than originally reported. This has been corrected in this follow-up report. A device history record (DHR) review was conducted for the updated suspect fiber lot. No deviations or variances were found during manufacturing. The product underwent 100% power testing prior to release, confirming functionality. Evidence of a fiber burn was confirmed. The most likely root cause was improper user handling, not a manufacturing defect or inconsistency.